Event description:
It was reported the pt's stimulation was turning off. The pt programmer confirmed the device was off. Troubleshooting was attempted to make sure the pt was touching the synch button and not the off button. Electrode impedances were normal (600-1000 ohms). The pt was charging more than expected. The recharge statistics were checked and did not match the pt's reported recharging statistics. No pt symptoms were reported. Additional information has been requested, but was not available on the date of this report.